Manufacturer narrative:
Analysis identified corrosion and/or wear and/or lubrication issues of the gear train. Analysis identified stall due to shaft-bearing. Eval code-result updated to 180, 925. Eval code-conclusion updated to 24. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2017-june-06, additional information was received from a foreign manufacturer representative (rep). It was asked if the motor stall recovered, the rep reported, "now". It was asked when the motor stall occurred, the rep answered, "during user". It was asked how the motor stall was identified, the rep reported, "unknown, alarm, underdoes?" It was "unknown" if there were symptoms related to the motor stall. The pump was replaced with another pump (same manufacturer, unknown serial number).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2017-june-06, additional information was received from a foreign manufacturer representative (rep). It was asked if the motor stall recovered, the rep reported, "now". It was asked when the motor stall occurred, the rep answered, "during user". It was asked how the motor stall was identified, the rep reported, "unknown, alarm, underdoes?" It was "unknown" if there were symptoms related to the motor stall. The pump was replaced with another pump (same manufacturer, unknown serial number).